Event description:
Staff report that the physician was doing an aortagram when they heard a cracking noise from the injector syringe. Immediately afterward, the tubing popped off of the injector. As a result, dye and blood was splashed on the patient and the physician. There was no injury to the patient, physician, or staff. No exposure to bloodborne pathogens as patient and staff/md were appropriately gowned/gloved/masked/shielded with personal protective equipment. There was no change to the patient's plan of care. Another product kit was obtained, set up, and the procedure continued. Staff do not know why this occurred. They report that there was no obvious defect to the device when it was removed from the packaging and that the packaging was intact. Afterward, staff could see that the piece of tubing that connects to the syringe was cracked. The equipment was easily assembled. All staff involved in the case are very experienced and have used this type of equipment many times. The device is stored in a temperature controlled environment. Staff report they have seen this approximately 3 other times with this equipment. In this case, no product or packaging was saved.the coeur, inc. Syringe with tubing, used in this case is contained within a kit made by medline called judkins cath-lf.the manufacturer has been notified. We are awaiting their response.